Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator was found in back up operation. It was noted that the probable cause that induced the reset was a recent MRI that was performed. Programming changes were performed, and the device was restored. After reprogramming assessment, it was noted that the right ventricular lead exhibited high defibrillation impedance. No intervention was performed on the lead. The device was deactivated and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator was found in back up operation. It was noted that the probable cause that induced the reset was a recent MRI that was performed. Programming changes were performed, and the device was restored. After reprogramming assessment, it was noted that the right ventricular lead exhibited high defibrillation impedance. No intervention was performed on the lead. The patient was in stable condition.